Event description:
The anchor broke during insertion. A portion was seated in the bone (not retrieved) and a portion was left in the inserter. Another anchor was inserted successfully and no adverse effects were reported from this event. This device is used for treatment.